Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filled: date 2007. Inratio >7.5. Lab 11. Mean n/a. Confidence limits cannot be determined. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values were > 5.0. Per tr0150, the comparison was considered invalid. No further testing required.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date 2007. Inratio >7.5. Lab 11.